Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.

Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging he was unable to perform a blood test on his onetouch ultra2 meter because it was displaying an error 2 message. Per the onetouch ultra2 user guide, this error message could be caused either by a used test strip or a problem with the meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issues began on the day prior to contacting lfs for assistance at an unknown time. It is not known how the patient was managing his diabetes at the time of the alleged issue nor is it known what actions he took, if any, in response to not being able to test. The patient denied developing any symptoms as a result of the alleged issue but claimed he did receive some form of medical intervention in the urgent care clinic on the following day, (B)(6) 2012. He further added that his blood glucose was tested on an hcp meter (meter brand and result unknown). At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The patient was using the correct test strips. The testing procedure was followed correctly but the alleged issue remained unresolved. The patient disconnected the call before any other information could be obtained. Replacement products were sent to the patient. This complaint is being reported because the patient was unable to check his blood glucose due to the product issue and allegedly received medical intervention from a health care professional (hcp) after the reported issue began.